Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display shut down within a few seconds (screen blank) and 10 beeps watchdog alarm was triggered. With this condition, the device was unable to operate for more than a few seconds. The failure was isolated to a component (u21) of the instrument board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event, corrected data:

Event description:
The customer reported that the unit turns off by itself. No consequences or impact to patient was reported.